Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between august 20-21, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed fluid inside a bag that contains the infusor device which suggested a leak may have occurred. The reported condition was verified. Due to the lack of a physical sample no further testing could be performed; therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. This was identified prior to use. There was no patient involvement. No additional information is available.